Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother called in to report a hospitalization for high blood glucose levels due to a battery anomaly. The caller stated the device would not accept any batteries and would not turn on. The caller also reported that the device alarmed failed battery test, battery out limit, and off no power. The customer's blood glucose level was 371 mg/dl at the time of incident. The customer did not report any symptoms. The customer was wearing the device at the time of admission. The cause of the event was high blood glucose levels. The customer was treated with manual injections and an insulin drip. The caller stated that the batteries used were all new and the device would still not turn on. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.